Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Customer changed supplies and resumed insulin therapy.